Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: nipple discharge: unable to observe since it is not related to the device. Additional observations: stress marks are observed assessed as non-penetrating nick. One opening assessed as fold flaw opening. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, d9, g1, h3, h6.

Event description:
Patient reported having experienced right side "nipple discharge (fluid)." No indication of treatment or surgical reoperation. Device has been explanted and replaced.

Event description:
Patient reported having experienced "nipple discharge (fluid)." Side was unspecified, this record is for the right side. No indication of treatment or surgical reoperation. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16-apr-2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "nipple discharge" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: nipple discharge